Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Seven parts were replaced (reagent probe ln 01g47-03, reagent probe tubing ln 01g47-02, sample pipettor inner tubing pn 7-93238-01, r2 pipettor inner tubing pn 7-93247-01, bellows pn 2-89054-02, ict pinch valve tubing pn 7-204068-01, r1 pipettor inner tubing, pn 7-93246-01) and instrument maintenance was performed, and this resolved the issue. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium results for approximately 4 patients on the architect c8000 analyzer. The following data was provided: initial around 105, repeated in the normal range of 136-145 mmol/l (no specific data provided). There was no impact to patient management reported.

Manufacturer narrative:
The conclusion code was corrected to (B)(4). The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.